Event description:
I am an osa CPAP patient, with apria as provider. I requested my first replacement mask. Apria had a respironics spectrum disposable full face mask shipped from their central w/h. This mask does not have an integral exhalation port. I put it on and was almost asleep when I thought to self: why is this so much quieter -- no air coming out any ports? The more I thought, the more I became convinced something was wrong. I got up, switched back to the old one, and called apria the next day. The respiratory therapist said this model is so old, [and safety design has increased] that she has never seen a mask without a built-in exhalation port. So, I was re-breathing my exhalation, and almost asleep, except for the fact that I thought about it. Something is wrong that this can happen. Why aren't these masks recalled? Dose or amount: frequency: night; route: nasal. Dates of use: 2007. Diagnosis or reason for use: osa. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.